Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the foot was deployed outside the vessel. It should be noted that the electronic perclose prostyle instructions for use states: position the device approximately a 45 degree angle, continue gently to advance the device in the vessel until flow of blood is observed from the marker lumen. Anticipate tactile sensation when the distal guide enters the vessel. In the artery, brisk pulsatile flow of blood may only fill the marker lumen. Stop the device advancement mark once "mark" is observed from the marker lumen to ensure the foot is open near or at the access site to minimize intraluminal travel during pullback. Do not open the foot if "mark" is not observed from the marker lumen. The investigation determined the reported event appears to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with three prostyle devices using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Reportedly, after deployment of the footplate of first prostyle device resistance was felt when attempting to pull back to engage with the anterior vessel wall. The footplate was then closed, and the device was removed. A second prostyle was attempted, but again after deployment of the footplate, resistance was felt attempting to pull back to engage with the anterior vessel wall. The footplate was closed, but the device could not be removed from the vessel. A surgical cutdown was performed to remove the device. It was noted that the foot not aligned correctly inside the body of the device with part of the footplate sticking out of the body of the device. After the second device was removed, a third prostyle was attempted, but the foot was deployed outside the vessel. The device was removed, the sheath was upsized to a 24f, and the mitraclip procedure was completed. Closure of the vein was performed via a figure of 8 stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.